Event description:
It was reported that an intervention was required to remove and replace a bi-v implantable cardioverter defibrillator (ICD) due to earlier than anticipated battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: model: 419478 implantable pacing lead; implant: (B)(6) 2007; model: 5076-52 implantable pacing lead; implant: (B)(6) 2007. (B)(4).